Manufacturer narrative:
Document review: quadra h femoral stem size 2 - (B)(4)/lot. 100276. The quality and manufacturing documents (batch record) of the lot 100276 (40 pieces produced) were reviewed: all parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. About 35 pieces of this lot were already implanted and no other incidents were reported. Ceramic femoral head 32: (B)(4)/lot. 44748 (product not marketed in the USA). The ceramic ball heads were manufactured by ceramtec ag and distributed by (B)(4). The head is only a correlate device and could not be related to the fracture. The pieces explanted were inspected and no anomalies were found. Fractures are known complication of total hip arthroplasty; taking also in consideration the age and the status of the patient, the event is thought to be not device related.

Event description:
One week after the operation, the femur broke. We have to take into account the advanced age of the patient and the osteoporosis. A revision surgery was performed.